Event description:
The pt was at home and showed signs of hypoglycemia. Pt then blacked out. Pt's blood glucose was tested on the suspect device and the result was 147 mg/dl. Paramedics were called and thirty minutes later they tested pt's blood glucose on their device and obtained a reading of 60 mg/dl. Pt was taken to the hosp and given a glucose IV. Pt took insulin at 8 am and had a big breakfast with not much else to eat all day. Pt was taken to the hosp before 7 pm.